Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had buttons were sticky and insulin pump rewinds slower. The customer¿s blood glucose was 135 mg/dl at the time of incident. The customer state that the down button did not respond when pressed sometimes and also state that the time was advancing. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with broken battery tube thread noted. Device passed displacement test, self test and rewind test. No anomaly noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. (B)(4).